Manufacturer narrative:
Additional event information received: patient¿s initial endovascular aortic repair was performed at an outside facility. On (B)(6) 2016, computed tomographic angiography (cta) reportedly revealed a left internal iliac aneurysm. The cause of the aneurysm is unknown. On (B)(6) 2016, the patient underwent endovascular repair whereby a low-profile gore® excluder® iliac extender component (pxl161207/14338750) was implanted to treat a left common iliac aneurysm. Please note: imaging prior to the initial implant is not available; therefore, it is unknown if the treatment of the left internal iliac artery occurred outside the initial treatment region. Cta images dated (B)(6) 2016 were received by gore from the facility and an imaging evaluation was performed. There appeared to be a left internal artery aneurysm. However, the images provided were taken before the re-intervention procedure occurred, and did not allow for evaluation in relationship to this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with five gore excluder aaa endoprostheses (pxt281416/7046776, pxl161407/06321612, pxc161000/06715773, pxc181000/6992863, and pxl161407/06667737) as part of an endovascular aortic repair. On (B)(6) 2016, the patient underwent a re-intervention of a prior endovascular repair with a gore device, whereby a low-profile gore excluder iliac extender component (pxl161207/14338750) was implanted to treat a left common iliac aneurysm. Multiple attempts were made by gore to obtain additional information for this event; however, none was provided.